Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative went onsite. Revealed diaphragm was kinked causing the auto cycling. As a resolution, replaced the gde (gas delivery engine), elbow,exhalation sensor and receptacle in the exhalation corner to address a 20% leak. The technician replaced the internal batteries that were leaking acid and not charging. Run ovp (operator's verification procedure) and uvt (user's verification test) unit tested according to factory specification.

Event description:
The customer reported to vyaire medical that the avea ventilator alarmed circuit disconnect, vte (exhaled tidal volume) issues and auto cycling. As of this time there is no information about patient involvement associated with this reported event.